Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this transcatheter pulmonary bioprosthetic valve, a second valve was im planted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: b5, b7, and h6. Article citation: aldoss o, porayette p, mohammad nijres b. Bilateral harmony¿ valve placement in branch pulmonary arteries. Catheter cardiovasc interv. 2024;103(4):612-617. Doi:10.1002/ccd.30977. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that this case was described in a published literature article. The sentences that follow contain the details from the article that were not previously reported to medtronic. After the harmony valve was released in the left pulmonary artery (lpa), an angiogram showed no pulmonary insufficiency or paravalvular leak and a well-seated valve. With the left side valve in place, the other harmony valve was released in the right pulmonary artery (rpa). Intra-cardiac echocardiography (ice) revealed the rpa valve to be in a stable position with no flow obstruction, but paravalvular leak (pvl) was observed. According to the corresponding author, the severity of the pvl was moderate right after valve placement as seen on ice imaging. The corresponding author also confirmed that no intervention was performed for the moderate pvl and further elucidated the decision not to intervene by stating that the anticipated elimination of the patient's pulmonary insufficiency "will lead to remodeling and better device-tissue interference and that seemed to have happened." The patient recovered well after the procedure and spent two nights in the hospital for heart failure and arrhythmia management optimization. Elsewhere in the article it was noted that the patient¿s baseline/underlying medical condition included ¿longstanding¿ heart failure symptoms, dysrhythmias, and implantable cardioverter defibril lator placement prior to the harmony procedure. Seven weeks after the procedure, computed tomography angiography showed well-positioned branch pulmonary arteryvalves and improved interference of the rpa valve outflow and inflow ends to the anatomy. At the six-mo nth follow-up, the patient exhibited symptomatic relief, including improved heart failure symptoms.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the implanting physician deployed and implanted two valves into the right branch and left branch pulmonary arteries as intended. No valve-in-valve procedure was performed. No adverse patient effects were reported.